Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to obtain the device and the following additional information: was there any patient consequence? If yes, please specify. To date no response has been provided and no device has been received. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a biliary vesicle surgery, two clips were not "properly tight." Patient consequence was not reported.

Manufacturer narrative:
(B)(4). H2: additional information received: was there any patient consequence? There were "no patient consequences.".